Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. Four days after the event onset, the patient started treatment with intraperitoneal cefepime (1g daily for nine days), intraperitoneal vancomycin (1g every fourth day for three doses), oral linex (600 mg for fourteen days; frequency not reported), and punox (600 mg for fourteen days; route and frequency not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.